Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2010, warning messages were displayed: battery voltage measurement not valid (with programmer software sv 2.18); shock possibly ineffective (with programmer software sv 2.20). Follow-up performed on (B)(6) 2009, did not show such messages.